Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, the device was unable to fire. The surgeon was unable to press the green button nor the handle was squeezed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.